Manufacturer narrative:
Philips has investigated this complaint. The procedure was completed with the same system as only some movements are restricted. The philips field service engineer (fse) inspected the system on site and confirmed that motorized movements were unavailable. Upon inspection, the fse found the bodyguard sensors on the lamp housing were generating false collision signals despite no nearby objects. The fse cleaned the sensors and performed multiple bodyguard calibrations to stabilize voltage readings. Inspection found the cable plastic tray had shifted downward; the non-tilt table model lacks metal support, which contributed to the issue. A review of the system logfiles found frontal longitudinal position slip error. To resolve the issue, the system was recalibrated. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's motorized movements were unavailable. No harm to the patient or user was reported. Philips has started an investigation of this complaint.